Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip entanglement resulting in leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 3. A second clip delivery system (cds) was advanced to the mitral valve; however, difficulty was noted grasping the leaflets and the clip became caught in the chordae. Troubleshooting was performed and the clip was able to be freed, but damage was noted on the anterior mitral leaflet. There was a possibility the patient would get worse; therefore, the procedure was discontinued. The cds was removed with the clip. One clip was implanted, reducing the mr to 3. The patient was referred for elective mitral valve replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology (restricted posterior leaflet). The reported difficulty removing the clip from the anatomy (chordae) appears to be due to procedural circumstances of difficulty grasping. The tissue damage was likely a result of the clip becoming caught in the chordae (difficult to remove) and therefore, related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, it was reported that the patient died; however, the death was not cardiac related, but due to sepsis/renal infection caused by pre-existing congenital abnormalities. No additional information was provided.